Event description:
Caller states tha the tested at 125mg/dl but had low blood glucose symptoms. He reports retesting and receving a result of 25mg/dl. A nurse then gave him juice and called paramedics. Treatment type not provided. Caller was transported to the hospital. No quality controls were used. Requested return of suspect device and replacement was sent.